Event description:
It was reported that during the implantation process of an iol into the left eye an anterior vitrectomy had to be performed and the lens was not placed. Patient left aphakic. Additional info has been requested, but not received.

Manufacturer narrative:
The investigation of this event is ongoing. A follow-up report will be provided upon conclusion of the investigation.

Manufacturer narrative:
The device was not returned for evaluation. Additional information regarding the details of the event was requested but not received. Since a lot number was not provided a (device history record) DHR review could not be performed. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the information provided, a root cause could not be conclusively determined.